Event description:
It was reported that bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) had a needle through the catheter and a defective catheter tip. The following information was provided by the initial reporter: "this is a report about catheter tip integrity. According to the customer's report, the hcp could not insert the catheter into the vessel because its tip was deformed."

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the needle pierced through the catheter tip was observed. Three of the products were used with blood flashback in the flash chamber and two of them appeared opened and unused. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. As the products were either used or opened, the needle pierced through catheter could also occur during product application when the product was manipulated. As the sample were not returned, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) had a needle through the catheter and a defective catheter tip. The following information was provided by the initial reporter: "this is a report about catheter tip integrity. According to the customer's report, the hcp could not insert the catheter into the vessel because its tip was deformed."